Event description:
Additional information received indicated that the event was resolved by reprogramming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were episodes of automated mode switch (ams) due to noise on the right atrial (ra) lead. No intervention has been performed at this time and the patient was stable and will continue to be monitored.